Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient underwent revision due to left knee instability and pain approximately 12.5 months post implantation (ae log line#7). It was communicated that the patient status/outcome was ¿resolved¿. Based on the information provided in the crfs, the root cause of the reported events could not be definitively concluded. The patient impact beyond the reported instability and pain could not be determined; however, per correspondence, the outcome was ¿resolved¿. No further medical assessment is warranted at this time. Should additional clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d1/d2, d3, d4, g4 and h4/h5

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2017, the patient experienced a patella instability in the left knee. This adverse event was solved by revision surgery on (B)(6) 2018. Patient outcome as been resolved.